Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient couldn't empty their bladder last night, had bladder spasms, and felt a burning sensation. They were only able to self void on warm water, but had a horrible night. The patient states that they aren't able to have a stream and that is new for them. They spoke with the sales rep and they were advised to stay on program 3 at 0.5v. The next day, patient said they have absolutely no stream anymore when they void; they only dribble in very small amounts. The patient said things are worse than prior to evaluation because they never really had to catherize much before. Sometimes, the patient feels like they need to void but is unable to. On (B)(6) 2017, patient slept from 11pm to 5am and that was the best night of their life. They took something to help them sleep and they aren't sure if this had anything to do with not waking up last night. The patient cathed once - 140ccs. Seven days later, patient said the ens batteries are going dead for the second time; they are only lasting a total of one week. The patient has a follow up on wednesday and the patient said they won't last until then as they are already on red. The event was stamped as "sales attention needed." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that urinary retention was pre-existing. The patient had done cathing in the past to empty their bladder.